Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported hematoma and other patient-related conditions could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. According to the account, these alarms were related to the device speed settings as well as an overloaded left ventricle. The system controller event log files contained events from (B)(6) 2023 through (B)(6) 2023 as well as (B)(6) 2023 through (B)(6) 2023, per the timestamps. Multiple low flow hazard alarms were captured on (B)(6) 2023 and (B)(6) 2023. Additionally, multiple manual speed adjustments were captured throughout the files. Following the manual decrease in the fixed speed on (B)(6) 2023, a recovery in flow was captured and no further low flow hazard alarms were observed. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The section entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. The IFU notes that changes in patient condition can result in low flow. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for volume overload and diuresis. The patient experienced persistent low flow alarms after coughing with dyspnea; the site was unable to increase flow. The patient's mean arterial pressure was 68, hemolysis markers were within normal limit, and the patient was asymptomatic. Log file confirmed a rather sudden decrease in power, flow, and pulsatility index (pi). The event file captured numerous low flow events. The pump was maintaining the set speed; the device appeared to operate as intended. An echocardiogram showed an enlarged left ventricle with the septum bowing to the right. The cause of the volume overload was a low pump speed. The event was treated with increased pump speed during a right heart catheterization and lasix. The patient was evaluated for orthotopic heart transplant. The low flow alarms were due to low pump speed and overloaded left ventricle which resolved when pump speed increased. The patient was doing well. On (B)(6) 2023, the patient reportedly experienced low flow alarms, and an echocardiogram showed a collapsed left ventricle. The patient's pump speed was subsequently decreased significantly from 6400 to 5500 rpm and low flow alarms resolved. The patient was found to have a spontaneous rectus sheath hematoma. Additional log files contained only low flow estimates and sustained low flow hazard events between 5:35 am - 6:14 pm on (B)(6) 2023.